Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that transition from the peel away sheath will roll up on tissue. It splits it and have to get a new one. It is something with the transition that catches. Have to go back in and knick a second time to try to advance the introducer. There was no adverse outcome or serious injury to the patient or healthcare provider. No other information was provided.